Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant falsely depressed vancomycin (vanc) patient result was obtained on a dimension vista 500 instrument. Siemens healthcare diagnostics headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided and the instrument data. No additional discordant results were obtained in a review of all vanc results from 2019-oct-20 to 2019-nov-18. Calibration and quality control results were within conformance. No process errors were observed at the time of the event. No other patient samples were affected. The event appeared to be isolated. The cause of the event is unknown. No product non-conformance was identified with the vanc assay or analyzer. The system is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed vancomycin (vanc) patient result was obtained on a dimension vista 500 instrument. The initial result was reported to the physician(s) who questioned the result. The same sample was reprocessed on the same instrument and higher results were obtained. A corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the discordant falsely depressed vanc result.